Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex therapy. In 2010, the patient began treatment with extraneal viaflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2011, the patient was diagnosed and hospitalized with peritonitis. The cause of the peritonitis was not reported. Treatment provided was unknown. On (B)(6) 2011, extraneal therapy was withdrawn and the patient was placed on hemodialysis. At the time of this report, the patient was recovering from the peritonitis. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to dianeal therapy.